Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017. The customer was at 127 mg/dl at the time of the call. The customer was given food and glucose tablets to treat. The customer is unsure if they were wearing the insulin pump during the incident. Troubleshooting was not completed. Customer also complained of sensor glucose versus meter glucose differences, and not receiving an alarm for the low blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. Unit was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Then the unit was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. No bolus anomaly or basal anomaly noted during testing. Drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and a missing drive support sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Additionally, the customer called back on (B)(6) 2017 to report a low blood glucose of (B)(6). The patient treated by eating food. The customer mentioned that her blood glucose values had been decreasing for the past three weeks. During troubleshooting it was confirmed that the drive support cap on her insulin pump was protruded. The customer was unsure how the damage occurred. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed back-up plan. The insulin pump will be returned for analysis.